Event description:
I had a series of medical occurrences that began in early (B)(6) 2020 although neither I nor my doctors ever sensed a possible connection to my philips respironics dreamstation CPAP until I started reading about the recall issued on (B)(6) 2021. At that time, I recalled telling my husband that sometimes I would wake up and have the remnants of a formaldehyde-type caustic odor coming from the hose on the CPAP. On (B)(6) 2020 my primary doctor referred me to an otolaryngologist (who I saw (B)(6) 2020) to try to find a cause for my persistent hoarseness. No definite cause was found. Within several more months I was having intermittent bouts of shortness of breath with chest tightness for no apparent reason. On (B)(6) 2020, my allergist requested that I see a cardiologist (seen (B)(6) 2021) for the sob. My internist felt I should also be seen by a pulmonologist (seen (B)(6) 2021) to find a cause for the intermittent sob. Neither the cardiology or pulmonary assessments came up with a cause for the sob. The pulmonologist ordered another sleep study for (B)(6) 2021 that, unfortunately, I was unable to keep because I was hospitalized for additional problems. On (B)(6) 2021 I was sent to the ER for possible gallbladder symptoms. Sometime in early 2020 I began to notice the remnants of an intermittent formaldehyde-type caustic odor coming through the air hose of my philips respironics dreamstation CPAP if I woke during the night. Although I mentioned it to my husband, I did not pursue it. I just thought it was the water chamber becoming dry during the night which sometimes happened. I noticed the odor intermittently upon waking until I stopped using the machine on (B)(6) 2021 when I found out the philips recall was issued and learned my model was among the recalls. On (B)(6) 2020, at my normal appointment with my internist, dr (B)(6), I complained about my persistent hoarseness that had been going on for a few weeks. I had previously had a problem after thyroid surgery that was resolved with speech therapy but the exercises were not helping now. I was referred to dr (B)(6) from associated otolaryngologists of pa for another evaluation. After a videostrobe and exam, I was referred for voice therapy that did not seem to bring any improvement. After 2-1/2 months the therapist agreed I was not benefitting from the therapy and we stopped. The shortness of breath began intermittently sometime during the early summer months but I did not see a doctor to mention it to until my normal allergy appointment on (B)(6) 2021. My allergist (dr (B)(6)) became concerned when I told her about tightness in the upper chest and shortness of breath that had been going on for several months. The allergist did an in-office pulmonary test and sent me for a chest x-ray. The initial pulmonary test was bad but it was determined at the next appointment that I was not given correct instructions initially on how to take the test. I was scheduled for additional office follow-ups on (B)(6) 2020 and (B)(6) 2021 and given two additional pulmonary tests (normal) with still no determination of the cause of the sob. At the (B)(6)2021 appointment I was told I should be checked by a cardiologist. I agreed to talk to my internist for a referral to a cardiologist. On (B)(6) 20211 saw my internist (dr (B)(6)) who felt I should be evaluated by both a cardiologist and a pulmonologist for the breathing problems. He also ordered a CT of the chest (since I am a kidney cancer survivor) for (B)(6) 2021 that gave an impression of "unremarkable CT chest". Referrals were sent for both cardiology and pulmonology. My normal blood work done a week prior to this appointment showed carbon dioxide one point outside of the high range and a gfr non-african american that was slightly low. Otherwise, the results were the same as usual. I was seen by a cardiology pa ((B)(6) pa-c) on (B)(6) 2021 and, although he found nothing in his exam, he ordered an ECG (12-lead) and a nuclear stress test ((B)(6) 2021) - just to be sure. The oral report I received was that they did not see anything. Unfortunately, I had to cancel the follow-up visit since I was hospitalized. My new follow-up visit for the results is scheduled for (B)(6) 2021. I met with a pulmonologist (dr (B)(6)) on (B)(6) 2021. He requested additional blood work (normal results) and a full pulmonary function test at the hospital ((B)(6) 2021). He also prescribed a rescue inhalator (albuterol sulfate hfa inhalation aerosol) to be carried at all times in case of need . The one time I used the inhaler, it did nothing to relieve the tightness or sob. At the follow-up appointment ((B)(6) 2021) he told me there was still no conclusive results to explain the shortness of breath. The pulmonologist then wanted me to do another sleep study which, unfortunately, I had to delay since I was hospitalized on the date of the original test. The new sleep study date is (B)(6) 2021. Interestingly, the shortness of breath seems to have stopped since I discontinued using the recalled CPAP on (B)(6) 2021. To sum it up, none of the specialists I had seen were able to come up with a cause for the shortness of breath. However, the morning of (B)(6) 20211 experienced extreme epigastric pain reminiscent of prior severe gastric inflammation from my gero. I consulted with my gi group (pa gi consultants p.c.) And was told to take a second dexilant (used for my severe gerd). The pain dissipated within a few hours. That evening I began dry heaves, chills and a low-grade fever. The next morning ((B)(6) 2021) I again called my gi group and was instructed by dr (B)(6) to go to the ER. Late morning on (B)(6) 2021, I went to the ER ((B)(6) hospital ER, dr (B)(6)) and they immediately began checking me for a possible gallbladder problem due to the symptoms on (B)(6) 2021, although none of those symptoms remained at that time. Numerous tests were performed (ECG, blood work and cultures, us, x-rays, CT) with no conclusive evidence of a gallbladder problem. I was told the blood work indicated an elevated white count, inflammation of the liver and gallbladder and elevated liver and kidney functions. I was also told the ultrasound of the gallbladder/abdomen, the x-rays of the abdomen with chest and the CT of the abdomen and pelvis with contrast showed no conclusive evidence that I had a gallbladder attack or that I passed a gallstone. At this point I was admitted to the hospital for observation (although, at some later point, I was admitted as a patient). My blood counts were monitored daily (dr (B)(6)) during the hospitalization ((B)(6) 2021 thru (B)(6) 2021). For the night of (B)(6) 20211 used a CPAP provided by the hospital but on (B)(6) 2021 my husband brought my dreamstation CPAP (that I later learned was being recalled) to the hospital for me to use. On (B)(6) 20211 was sent for an MRI of the abdomen without contrast (dr (B)(6)). Again, the results were inconclusive for gallbladder. On (B)(6) 2021 dr (B)(6) sent me for a nuclear medicine hepatobiliary scan that again did not show conclusive evidence of an acute gallbladder attack. During the time I was in the hospital, I was also being followed daily by dr (B)(6) (pa gi consultants, p.c.). Dr (B)(6) told me on (B)(6) 2021 that she felt I should be seen by the general surgery service. They recommended that I consult with pinnaclehealth surgical associates regarding the possible need for the elective removal of my gallbladder. There were some conflicting and non-conclusive results from all of the tests but the nuclear medicine hepatobiliary scan (which was given without the cck hormone) gave the impression that the test could represent chronic cholecystitis. I challenge that impression since I have never had any previous symptoms. Upon release from the hospital, I scheduled a follow-up with my internist (dr (B)(6)) and with a general surgeon from pinnaclehealth surgical associates (dr (B)(6)). Dr (B)(6) saw me on (B)(6) 2021 and did both blood work and an exam. The blood work was not quite as good as it was in the hospital. Please note that I was using the dreamstation CPAP at this time; I started using my older resmed s-9 CPAP the night of (B)(6) 2021 when I learned of the recall. Dr (B)(6) requested that I come back for more blood work and another exam on (B)(6) 2021. The blood work from this visit showed improvement but was still not back to normal. I was again instructed to come back on (B)(6) 2021 to be seen and repeat the blood work. It has continued to improve but I am to be seen for more blood work on (B)(6) 2021. My appointment with the general surgeon, dr (B)(6), was on (B)(6) 2021. He reviewed all of the blood work and tests that had been done to date and noted that there were conflicting results. He requested that I be seen by my gi doctor, dr (B)(6), although I was only able to get an appointment with his pa, (B)(6) on (B)(6) 2021. Initially, mrs (B)(6) wanted me to repeat the hepatobiliary scan but with the cck hormone. After consulting with dr (B)(6) later that morning, she called to tell me that they both felt I should have my gallbladder removed and that I should set up an appointment with dr (B)(6). My second consult with dr (B)(6) was (B)(6) 2021. I told him I am still not comfortable having surgery for something that had never given me problems before and for which we can get no conclusive proof that the problem really exists. The epigastric pain I experienced was more similar to the severe gastritis I have previously experienced from medications. I had been using hydroxychloroquine for arthritic pain and feel that was the cause of the epigastric pain. My last dose taken was the evening of (B)(6) 2021 and the severe pain occurred early the next morning. Since an egd test was not done at the hospital, I have no way of proving that but I have not experienced the pain since stopping the hydroxychloroquine tablets. Even though dr (B)(6), the gi doctor, felt I should have the gallbladder surgery, dr (B)(6) said he would not do surgery after he carefully reviewed all of my medical records for these problems over the last 18 months and read the type of problems that could occur by using the recalled CPAP. The philips recall centers around degraded foam. The following is excerpted from their website "in the event of exposure to degraded foam: the potential risks of degraded foam exposure include: irritation (skin, eye, and respiratory tract), inflammatory response, headache, asthma, adverse effects to other organs (e.g, kidneys and liver) and toxic carcinogenic affects. Today, philips respironics has received several complaints regarding the presence of black debris / particles within the airpath circuit (extending from the device outlet, humidifier, tubing, and mask). Philips also has received reports of headache, upper airway irritation, cough, chest pressure and sinus infection. In the event of exposure to chemical emissions: the potential risk of exposure due to chemical emissions from affected foam include: headache/dizziness, irritation (eyes, nose, respiratory tract, skin), hypersensitivity, nausea / vomiting, toxic and carcinogenic effects. To date, philips has not received reports of pt impact or serious harm as a result of this issue." I have no definite proof at this time that my philips dreamstation CPAP cause the problem but it is very suspicious that my sob stopped shortly after discontinuing the use of this CPAP. Also, upon release from the hosp I was still using the CPAP because I was not aware of the recall and my bloodwork on (B)(6) 2021 was slightly elevated again. Two weeks later my blood work was again trending towards the normal values. It is not back to normal yet but gets better with each test. I have had no recurrence of symptoms since stopping use of the dreamstation CPAP. I attempted to contact philips about my symptoms the day I learned of the recall but was unable to reach them by phone. A few days later, the website allowed you to enter your serial number to determine if your device was affected. I entered my serial number and confirmed that it was one of the recalled devices. On (B)(6) 2021 I was finally able to speak with someone at philips and report my experience. Other than the contact I initiated, I have had no contact from philips or my dme supplier about the recall and would still be using my dreamstation CPAP if I had not seen a news article about the recall. I have only used blue (B)(6) to clean my CPAP as I was instructed when I received it on (B)(6) 2019. Philips questioned me about using the ozone cleaners when we finally spoke but I have never done so.